Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the likely cause of the white foreign material to remain in the device could not be established but is a known inherent risk to the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope was found to have white foreign objects within the air-water cylinder and air-water tube. There was no patient involvement.